Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.this report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a loose compression fitting which caused the leak inside of the instrument. He tightened the connection and verified proper operation. The g8 instrument is operational and no further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 07-july-2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 5.2 daily checklist is as follows: no. 9 items to check: tube leakage content: check flow path - tighten. The most probable cause for the fluid leak was the loose compression fitting nut.

Event description:
On (B)(6) 2017, a customer reported a leak on the g8 instrument. The customer noted there was precipitation on the metal plate after replacing the sample needle. The customer cleaned the plate but the precipitation still occurred. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.